Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up remotely an asymptomatic patient¿s right ventricular lead had high capture threshold, high pacing lead impedance and high hv lead impedance. The lead was replaced during an unrelated procedure. The patient was stable post-procedure.